Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated they had received multiple, unexplained insulin flow blocked alerts, experienced diminished and consistent battery life, and observed that the corner of the button cover was peeling up. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical, and unk_disposables. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the short battery lifetime, and cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, unomedical, and unk_disposables.

Manufacturer narrative:
The pump was received with a keypad overlay peeling. The pump passed the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected charge/battery lasts less than expected noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. There was no battery related alarms or alerts recorded in the formatted history file on the event date of 07-oct-2025. In further checking of the pump history records: battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 17:41:00 after more than 7 days at 13.34 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 19:28:00 after more than 7 days at 14.18 days. Battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 14:48:00 after more than 7 days at 14.69 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 07-oct-2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: (B)(6) 2025 08:57:50.000. Lostsensor1alert (780) was found on: (B)(6) 2025 22:25:00.000. (B)(6) 2025 16:21:00.000. Sensorerroralert (801) was found on: (B)(6) 2025 22:03:49.000. (B)(6) 2025 00:08:50.000, (B)(6) 2025 00:18:00.000. (B)(6) 2025 02:13:50.000, (B)(6) 2025 02:23:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on (B)(6) 2025 during basal delivery. (B)(6) 2025 02:23:00.000. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.15mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the keypad overlay of the pump during analysis. Customer alleged for charge/battery lasts less than expected and no delivery alarm/insulin flow blocked alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.